Event description:
Rptr did meter to hcp meter comparison tests. Rptr took meter to dr's appointment, and tests were done side by side. Rptr's meter read 126 mg/dl, and the dr's meter (type unknown) was 79 mg/dl. Rptr did not have any symptoms. A control solution test was not done. On followup, rptr asked dr regarding rptr's hematocrit (19%). Rptr relates that a relative, who has no blood sugar problems, tested on the meter and an old one touch meter. The readings were "about 10 points different." No harm was alleged.